Manufacturer narrative:
As of 03/18/2016 aso has not received response from consumer regarding request for information on device or returned samples of the same. Aso has reviewed records of biocompatibility test data. Aso will follow-up with the consumer according to our procedures and follow-up on this report if there is any new information.

Event description:
Consumer reported that during removal of bandage, the bandage ripped her skin on her upper left leg which left the area raw.